Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 700 mg/dl. The customer stated blood glucose is high due to the no delivery alarm and not getting any insulin. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 700 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. Customer stated they do not have a plunger available. The customer was advised to rewind the pump, reinsert the reservoir and run manual prime to at least 5 units. The customer report that insulin exits with the manual primed and advised that the pump is working as designed. The customer was advised alarm was caused by a connection issue.